Manufacturer narrative:
Health impact codes device evaluation: no lot number was provided, therefor no device history report (DHR) review could be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Additional information was received: the tube was found to have the fault prior to insertion/use. No patient harm or injury.

Manufacturer narrative:
D4: catalog number. Lot number, expiration date, h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that prior to changing the child's tracheostomy tube the parent's observed that the wire inside the tube had pierced the tube. It was sticking out the tube. No adverse effects have been reported.